Event description:
Procedure type: oophorocystectomy. According to the reporter: during use a metallic pin fell on the patient body. The procedure was completed with another. There was no tissue damage, no bleeding and nothing fell into the cavity. Operating time was not extended. No patient injury was reported. Patient status: ok. No further patient info available.

Manufacturer narrative:
Date initial report sent: 12/01/2008.